Event description:
It was reported that a cartridge alarm 30 occurred during the load process. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer reverted to an alternate pump for insulin therapy.